Event description:
The lay user/pt contacted lifescan (lfs) in 2006 alleig low readings on his one touch ultra meter. A med affairs spec (mas) spoke to the pt one day later, and obtained/ verified the following info. Three days earlier, the pt had been obtaining readings in the 70's all day. Prior to going to bed his blood glucose reading was 72 mg/dl. The pt does not take any diabetes medication and per physician's orders he controls his blood glucose via diet. On the morning of 2006 at 7:00am the pt woke up at collapsed 3x and was shaking. He contacted his daughter & son who came to his house within 15 mins and tested their father's blood glucose and received a 58 mg/dl. His children were going to drive to the hosp; however, he collapsed again. Apramedics were contacted and arrived within 10 miins and tested the pt on their meter and received a 216 mg/dl. They tried to test the pt on his meter and received another reading of 58 mg/dl. Paramedics did not treat the pt and took the pt to the hosp via ambulance where his initial reading in the hosp was 220 mg/dl. Physician then tested the pt using his meter and received a 53 mg/dl. The physician then tested the pt once again on the hosp device and received a 225 mg/dl. The pt was treated with IV glucose and an oral medication. He was in the ER for 9 hrs and diagnosed with hyperglycemia. The test strips were in good condition and not expired. The techniques of applying blood on the test strip was correct. A qc test was done and the test strips passed using control solution. Customer care advocate (cca) sent the pt a replacement meter.